Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the handle was still in pre-deployed position and there were no slacks on the sutures. The sheath appeared normal. During the investigation, the guide wire patency was performed. The guide wire was backloaded and frontloaded without a problem or resistance. The hemostatic valve and exit ramp were checked and both were found normal. Based on the investigation, the device performed according to specification; therefore, the root cause for reported complaint could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the guide wire could not be inserted through the sheath of the device. A second device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.